Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. Additional information received from the field representative indicates that the skin around the device appeared to have eroded causing the pocket to be infected which prompted the physician to remove the system. There were no additional adverse patient effects reported. The rv lead was explanted.